Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail 3/12 mm balloon could not be deflated. The lesion being treated was a 90% stenotic lesion in the proximal third of a tortuous circumflex coronary artery. The physician used a wiseguide 3.5 vl guide catheter and a .014 choice floopy guide wire to cross the lesion. The maverick2 monorail balloon was being used for post-dilatation after placement of a bx sonic stent. The maverick2 monorail was inflated to 10 atms for one minute before deflation was attempted. Sudden negative pressure was applied with the manometer, but it took approximately five minutes for the balloon to partially deflate. The pt experienced hypotension and angina during this event. The partially inflated maverick2 monorail balloon was withdrawn into the guide catheter, where it became stuck, and the whole system was removed as one unit. The pt's symptoms resolved after the device was removed. Once outside the body, the physician attempted to remove the maverick2 monorail balloon from the guide catheter, and the balloon shaft fractured. Pt status is reported as 'stable'.